Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior due to an unidentified (tear) opening. - a piece of the shell is missing the assessment is inconclusive.

Event description:
Healthcare professional reports left side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side rupture and capsular contracture, baker grade ii. The device has been explanted.